Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported core separation was confirmed. Additionally, stretched coils were noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. Based on the reported information, a non-abbott drug eluting stent was implanted in the lad, jailing the versaturn guide wire. Manipulation of the guide wire during retraction likely resulted in the reported core separation and noted stretched coils. Additionally, the reported treatment appears to be related to the operational context of the procedure as a non-abbott stent was implanted in the diagonal to treat the lesion and to stabilize the distal portion of the separated wire and embed the proximal portion of the separated guide wire into the vessel wall. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented experiencing a non-st-elevation myocardial infarction. The left anterior descending (lad) coronary artery was 99% occluded. The diagonal branch was 70% occluded. The versaturn guide wire was advanced into the diagonal artery to keep the pathway to artery open and a non-abbott drug eluting stent (des) was implanted in the lad, jailing the versaturn guide wire. During removal of the guide wire, the distal portion of the wire broke off. A non-abbott stent was implanted in the diagonal to treat the lesion and to stabilize the distal portion of the separated wire. The proximal portion of the separated guide wire was embedded into the vessel wall of the lad. The final outcome of the procedure was good. No additional information was provided.